Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence, slight urethral erosion and atrophy. It was noted that the patient needed to downsize the cuff. The aus was explanted and replaced. There were no additional patient complications reported.